Event description:
Event description guidant received information that this right ventricular lead was not capturing at maximum outputs in both unipolar and bipolar configuration. Both sensing and impedance measurements were normal and stable. The patient was symptomatic. The field representative called technical services to discuss the issue. Technical services recommended comparing flouroscopy and testing with a pacing system analyzer before removing or abandoning the lead as the loss of capture might be the result of microdislodgement or dislodgement. Guidant received additional information that this lead was surgically abandoned and replaced.